Manufacturer narrative:
Mfg site eval: eval on-going.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: attached to the claim 6 units closed for the investigation of the claim package. Analysis and results: revised the stock was verified that currently do not have units of this product code and lot number. (B)(4) units were manufactured and distributed of this code batch. Checked and verified to date, there is not an incident report, which is related to this product code and batch number. Review of the documentation for the batch manufacturing process was carried out, checking the control process and results for the release of the finished product and there are no records of deviations or alterations during the same. In relation to the analysis of tensile strength on the knot for batch release, they fulfill the OEM requirements. The received samples subjected to an endurance test the voltage at node, and the maximum voltage value in which the yarn is broken is determined. In this test it is evident that the results obtained from the samples meet the usp specification set for such caliber and suture final conclusion: complaint is justified. The results of the tests performed of samples were satisfactory. Corrective/preventive actions: according to our internal procedures, corrective action is being implemented.

Event description:
Country of complaint: (B)(6). The client states general discomfort in urology by continuous rupture of the suture.